Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the device was received and evaluated. Visual inspection of the device revealed that it was not received in its original packaging. The suction tube had saline residues. The metal plate at the tip was not present in the device. A part of the metal plate was returned in an additional container. Finally, the handle, cable and plug did not show any signs of damage. The electrode will be sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection of the device was performed, as a result; the device was not returned in its original packaging, the active tip is detached from the device, it was returned. A section of the active suction tube was missing. Active tip shows signs of significant use. The device shaft is badly distorted. The functional and electrical test could not be performed due to the device condition. The customers device was manufactured in june 2022. A DHR review has been performed for lot u2204095; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and product ra no containment action related to the individual complaint is required. The complaint reported that the ¿metal plate at the probe tip fell off¿. The device was returned with the active tip missing. The returned active tip shows signs of significant use, with the nodes reduced in size and rounded. Visual inspection revealed that the suction tube has been significantly eroded on the returned device indicating that the device has been operated for a long period of time causing the active tip to detach. The failure mode has been reviewed against the systems risk assessment document 892007-dv, line 450 of the risk analysis matrix applies with a similar failure mode -components / fragments detach within the patient and require retrieval- has been used. This could lead to a potential tissue damage (mechanical). The severity is categorized as "serious" and the pre and post mitigation risk characteristics are as follows: risk grid "14" which is alra (as low as reasonably achievable) level and "probable" occurrence (<10¯3 and =10¯4). The failure mode seen is consistent with other complaint devices investigated under a CAPA which was opened to investigate the occurrence of active tip failures in the field. The potential root cause(s) for this type of tip failure was identified as: the weld bridge on active suction tube is not providing sufficient weld material and retention. Mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process. Misuse, (e.g. Extended activation or overloading of mechanical forces). In this case based on the evidence of the suction tube erosion, the likely root cause can be attributed to extended use - misuse. Therefore this complaint can be confirmed. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 correction narrative: d2a: the common device name has been updated to reflect the correct information.

Event description:
It was reported by the affiliate in japan that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the metal plate at the vapr coolpulse 90 electrode, 90° suction w/integrated handpiece device tip fell off. The metal plate was removed. Another like device was used to complete the procedure successfully within 30 minutes delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.